Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that the water feedset tube fell off the bag spike when the water bag was compressed by hand. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the complaint feedset tube and water bag spike revealed that the spike was returned separated from the feedset tubing.glue was present on the feedset tube and it was found to be slightly sticky. A lot check revealed no other complaints of this nature for lot 130719. Conclusion: we were unable to determine the cause of the reported fault, there was sufficient glue on the feedset tube but the glue was not bonding. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).